Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings: evaluation revealed powered the pump on and the display is clear & legible. The display is not flashing. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (flashing display) issue. It was reported that the display flashed 2 or 3 times after unlocking the pump. It was happening on and off for a couple of months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.